Event description:
The manufacturer received information alleging a ventilator inoperative error code occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. This malfunction is part of a retrospective review of complaints associated with (B)(4). Upon review, this malfunction has been deemed a reportable malfunction. This malfunction if it were to recur could result in patient harm or injury.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative error code occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. This malfunction is part of a retrospective review of complaints associated with fsn-2023-cc-src-039. Upon review, this malfunction has been deemed a reportable malfunction. This malfunction if it were to recur could result in patient harm or injury. The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without issue or error codes.